Event description:
Customer reported air bubbles and gaps in the tandem mobi cartridge system. There was no adverse impact to the customer's blood glucose level. The issue occurred on a previous day, and the customer resolved it by priming the ifs tubing and forcing the air bubble out.